Manufacturer narrative:
Follow-up indicated that the patient is still recovering. The ipg remains implanted and leads will be implanted in the future.

Manufacturer narrative:
The device was returned for analysis. Visual inspection of the returned device did not find any anomaly. Functional testing was performed and the device operated to specifications. The manufacturing records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that during the implant procedure, neuromonitoring indicated some neurological deficit. The physician decided not to implant the lead and the patient is currently recovering. There have been no reports of further complications regarding this event and the physician will implant the lead in the future.